Event description:
It was reported that during a da vinci s nephrectomy procedure while using the monopolar curved scissors (mcs) instrument with the tip cover accessory installed, unintended arcing was seen. The tip cover was immediately removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). Damaged duckbill. The analysis results found that device (a) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended; leading the reported insufflations issues. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended; leading the reported insufflations issues. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the devices are not long enough. Both devices were leaking throughout the case between the housing and the seal cap. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. (B)(6).